Event description:
Pt had bilateral iliac aneurysm and a very angulated aortic neck. Prior to the procedure, the right internal iliac artery was embolized. During the deployment of the main body graft, the suprarenal stent and the first sealing stent landed in the aorta and appeared to have a good seal. However, the aorta curved just below the renal arteries and became very tortuous. The main body graft was ballooned several times at the sealing stent in order to enhance the apposition of the graft to the vessel wall. The noted proximal endoleak appeared to diminish but was still present. Repeated ballooning of the main body graft further improved the seal, but the endoleak was still visible. Another MFR's stent was deployed at the site of the curvature, increasing the radial force and further prompting the apposition of the graft, securing a seal of the aneurysm. Final angiogram noted a type ii endoleak originating from a lumbar artery, but since the act level was elevated, the type ii was believed would resolve when a normal act level returned. No other endoleak were noted during the completion angiogram. Procedure was concluded noting patent renal arteries and a patent left internal iliac artery.